Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no infusion or incomplete infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). We received 2 used (filled with approx. 20 ml) easypump ii lt 60-30-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamps are closed and the patient connectors was not closed (the original wing caps were not handed over by the customer. Further on, we detected liquid at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the 2 samples. Additionally the 2 pumps were filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pumps did work immediately (solution was running). Leakages were not detected at the samples. Flow rate test: nominal: 2 ml/h. Actual: sample 1= 2.6 ml in 1 h; 5.2 ml in 2 hrs; 35.4 ml in 17 hrs. Sample 2= 2.8 ml in 1 h; 5.7 ml in 2 hrs; 39.5 ml in 17 hrs. Leakages were not detected on the received samples. A slow flow (as described by the customer) could not be determined. We have informed our manufacturer accordingly. Statement: we received 2 used, filled easypump ii lt 60-30-s without packaging. Sample contaminated with cytotoxic drug. We assess this complaint to be not justified.